Event description:
It was reported that a symptomatic patient presented in clinic for a follow up. The implantable cardioverter defibrillator was found in back-up vvi mode and the patient experienced muscle stimulation. A device download was performed successfully.